Event description:
A patient reported blood glucose results of "129 mg/dl" and "91 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient did not have control solution to troubleshoot. Patient also reported feeling dizzy and shaky. They obtained an "87 mg/dl" and decided to go to the ER (time and date unknown). Before going to the ER they reported eating food and/or drinking a beverage. The ER tested them on their meter (unknown), however, they did not provide the blood glucose reading. It is unknown if they were treated or admitted. The customer service representative replaced the meter and control solution. Medical affairs specialist was unable to reach patient after several attempts. Mailed letter.